Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was no longer able to hear the insulin pump's alarms. Blood glucose level at the time of the incident was over 600 mg/dl, which was treated with a manual injection. During troubleshooting, the device passed the self test, but the customer stated that the alerts and vibrations were very weak. The customer also reported that she was recently hospitalized due to a blood glucose level over 800 mg/dl. The customer reported that she fell down, was vomiting, and was very weak. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.